Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an inconclusive result for an integrated circuit. Hybrid analysis confirmed the reported failure. Additional analysis showed that the high current drain in the device was due to a supply within radio frequency telemetry module. The failure mechanism within the radio frequency module was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered and a device interrogation identified a device electrical reset with device memory failure. It was noted that two weeks prior, the device showed sufficient battery longevity of eighteen months. The device reverted to nominal settings and was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.